Event description:
Procedure: lap chole, sex: unk, according to the reporter: when inserting the device through the trocar, realized a shaft cover at the tip of the device had peeled and chipped. There is a possibility that it fell into patient's cavity. However, a remnant could not be located, because of its small size. The procedure was completed with the use of another instrument.